Manufacturer narrative:
The device has been received and the evaluation is in progress but has not been completed; therefore, the event cause could not be determined. Once the evaluation is complete, a supplemental report will be submitted. Reference MDR: 2029214-2018-00537. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal ends of two medtronic flow diverter devices would not open despite attempts to open by resheathing (more than 2 times) or by loading and unloading them multiple times. Prior to the event, the first flow diverter was advanced to the aneurysm and deployed more than 50% when the problem occurred. There were no other additional steps taken to try to open the distal end of the flow diverter. The flow diverter was resheathed and was removed with the microcatheter for safety reasons. The second medtronic flow diverter was then advanced to the same location and the same malfunction occurred. The second flow diverter was also removed from the patient the same way. Both flow diverters were removed by drawing back the delivery wire through the medtronic catheter and the pipeline device was removed from the hub of the catheter. Post procedural angiography was normal. The patient was undergoing embolization treatment of an unruptured saccular aneurysm located in the superior hypophyseal segment of the right internal carotid artery (ica)measuring 7mm x 4mm. The distal and proximal landing zone was 4.1mm x 4.8mm and the patient¿s vasculature was minimal in tortuosity. The patient was on dual antiplatelet therapy and the pru level was therapeutic. Images are available for review.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation and the distal end of the pipeline flex braid was observed to be not opened due to damaged braid. The proximal end of the pipeline flex braid appeared to be fully opened with moderately frayed. No other anomalies were observed. Based on the customer¿s photos, the analysis findings and the event descriptions; the customer report of ¿failure to open at the distal end¿ was confirmed as the distal end of the returned pipeline flex braid was found not opened due to damaged braid. However, the event cause could not be determined. The customer reported that the patient¿s vessel tortuosity was minimal and there were no other additional steps taken to try to open the distal end of the pipeline flex. It¿s possible that the damaged braid may have contributed to the failure to open at the distal end. The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex e mbolization device under fluoroscopy to confirm that it is completely opposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. In addition, no evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.